Event description:
It was reported during the implant procedure that when opening the lead package, it was noted that the anode loop of the lead appeared to be fractured. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) outer insulation pulled apart (overstress), no anomalies were found.